Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handpiece worked fine throughout the case, the it suddenly stopped sealing, it produced regrasp alarm and end tone. They used another handpiece to complete case. There was no patient injury.